Event description:
Breast implant textured saline 1996 that failed, deflated and had adhesions. They were then replaced on (B)(6) 2004 with mcghan 110, cat # 256920 #27- 110301 r serial # (B)(4), l serial #(B)(4). About 10 yrs ago started having terrible night sweats and joint pain, sleepless nights, pain when I wake up, difficulty with memory, neck pain, cyst on liver pr MRI. For the last 10 years symptoms worsened. Both breasts hurt, the left is worse and had a grade 3 contracture and deformity. Like a brick, unable to lay down on them or on side, lots of pain. Systemic pain, swelling of joints, brain fog, joint inflammation. FDA safety report ID# (B)(4).